Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.